Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative performed checks and tests with acceptable results. He found no cause for the issue. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 16 patient samples on a cobas integra 400 plus. Only 1 example was provided. The initial result is 147 mmol/l, and the repeated result is 141 mmol/l. The sample was repeated because the physician questioned the initial result. The repeated result was believed to be correct.

Manufacturer narrative:
The calibration and qc were acceptable. The alarm trace showed clot-detected errors. The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.